Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: (B)(4) unit of lot c2122998 of echo-19 was returned evaluation opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The customer was asked for clarification regarding whether the proximal kink below the sheath extender was observed before the device was sent to cirl. They confirmed it was not observed, indicating that the proximal kink likely occurred during the transportation or device return process. Manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2122998 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: the definitive root cause of the customer complaint could not be determined, as the circumstances of use could not be replicated in the laboratory. However, a potential root cause for the needle retraction difficulty may be attributed to a distal needle break. This issue appears to have resulted from a combination of a hard lesion or target site and the scope position. According to the customer¿s report, further inspection revealed that this breakage ultimately caused the needle to fracture. Summary: according to the customer, needle cannot be retracted. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the functional and visual inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause of the customer complaint could not be determined, as the circumstances of use could not be replicated in the laboratory. However, a potential root cause for the needle retraction difficulty may be attributed to a distal needle break. This issue appears to have resulted from a combination of a hard lesion or target site and the scope position. According to the customer¿s report, further inspection revealed that this breakage ultimately caused the needle to fracture. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 13-jan-2025. Additional information received on the 25-jun-2024 and 03-jul-2024: 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No kink bent. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. If no, please specify where the damage is located: 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Body and tail of pancreas. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r, 2l, 4r, ao, ar, 11ri, 11s. 7. Please describe the size of the intended target site. 11.2*9.8cm 8. If not with the device in question, how was the procedure performed and/or finished? With a new device to complete the procedure. 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No information provided 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus cf-uct260. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Retraction. 17. Was difficulty experienced while retracting the needle? Yes. 18. Was the syringe used during the procedure, after the stylet was removed? Yes. 19. Was the needle able to be fully retracted before removing from the patient? Needle cannot be retracted completely. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No information provided. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? Yes. 24. How many biopsies/passes were obtained with use of this needle? 1. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No information provided. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No information provided.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: after biopsy, user prepared to retracted the needle into sheath, and adjusted the knob, and found out the needle cannot be retracted. User retracted the device from endoscope. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."